Event description:
It was reported that a patient was getting an high impedance reading. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was interrogated with software other than m3000 v1.5 and provided a true impedance value. No other relevant information has been received to date.

Manufacturer narrative:
Suspect device software version: version 1.5.2.1 additional data; corrected data, initial MDR inadvertently omitted software version of tablet software.

Event description:
The patient was seen and it was confirmed that the latest tablet software is the issue with the high impendence as expected because with the old 1.0 software he had impendence range of 1800-2400 ohms. He was also interrogated with a motion tablet and got dcdc 1 on system diagnostic and dcdc 4 on normal mode. No other relevant or additional information has been received to date.